Manufacturer narrative:
(B)(4). The device was received at the covidien (B)(4) service center where the reported condition was verified. Investigation isolated the failure of missing segments to the front pcb board. Serial number of the front pcb board precedes a corrective and preventive action taken by the manufacturer.

Event description:
Customer stated that during use, a missing segment of spo2 reading was found. No patient harm reported.